Event description:
When an attempt was made to deliver defibrillator energy to a patient, reportedly the display screen 'froze up', the service indicator was lit, and the defibrillator would not charge. The operator cycled power and the device was successfully used without further incident. The patient was resuscitated.